Manufacturer narrative:
H4: the lot was manufactured between march 1 and march 5, 2024. H11: the actual device was received for evaluation with fluid in the bladder. Visual inspection was performed which noted that a non-baxter cap was used to close the distal luer due to a damaged blue winged luer cap. Further inspection on the damaged area of blue winged luer cap revealed indentation marks from the flow wrap sealer equipment used during manufacturing. The damaged blue winged luer cap resulted in the leak. The reported condition was verified. The cause of the damage was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This issue was further described as, ¿during fluorouracil preparation, infuser was filled with saline and a burst key was evident¿. This occurred during fluorouracil preparation prior to patient use. There was no patient involvement. No additional information is available.